Event description:
A non-healthcare professional reported that an unexpected outcome with post operative treatment results was more than one diopter and blurred vision in the left eye of a patient, after lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the surgery date. Latest preventive maintenance performed. As per information from cas (clinical application specialist) while looking at all info, cas noticed what looked like a hyperopic ablation instead of a myopic ablation left eye (this showed on postop pentacam). Treatment report left which shows a hyperopic ablation profile. Logfile review for the day of event shows all laser system functions were within specifications. The system successfully passed all initialization steps. The user performed the gas change and the scanner test, performed the needed energy check and eye tracker test without any issue. The user performed an energy check. However, it is recommended, that an energy test is performed before each patient (according to user manual). The measured energy was stable. The logfile shows that the reported treatment left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The user provided a photo-copied treatment report. User claims the entered value was minus one point five zero. However, the minus symbol is always shorter in its length than the plus symbol. The root cause could be determined as user error. The manufacturer internal reference number is: (B)(4).